Event description:
A customer reported receiving a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller in resetting the pump, which resolved the issue, allowing the customer to successfully start their sensor session without further errors.